Event description:
It was reported that 1hr 45mims into surgery the machine rage temperature without anyone pressing on the device. The temperature hike up to almost 80 degrees celsius. I quickly turned off the machine and open a new one without any similar issue occurring throughout the end of surgery.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear with contamination/discoloration on the screen and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. The suction tube was tested and performed as intended. The device was connected to a compatible quantum2 controller and registered an e 7 error message. The error was by passed and activated in saline solution at default and max settings and performed as intended when the corresponding buttons were activated. During the tests, no abnormal change in the temperature range was detected. The functions have also been tested with a connected foot switch and the device performed as intended. The suction line was tested and performed as intended. The complaint was not verified but the root cause could not be determined with certainty. For the root cause of the error e 7 on the rf controller may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to an e 7 error include disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear with contamination/discoloration on the screen and scratch/scuff marks on the spacer and cap.there are no manufacturing abnormalities visually observed with the returned wand. The suction tube was tested and performed as intended. The device was connected to a compatible quantum2 controller and registered an e 7 error message. The error was by passed and activated in saline solution at default and max settings and performed as intended when the corresponding buttons were activated. During the tests, no abnormal change in the temperature range was detected. The functions have also been tested with a connected foot switch and the device performed as intended. The suction line was tested and performed as intended. The complaint was not verified but the root cause could not be determined with certainty. For the root cause of the error e 7 on the rf controller may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to an e 7 error include disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.